Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was moderate calcification and no tortuosity. It was reported that an iliac artery aneurysm. The angiogram revealed that there was a type I endoleak. (MFR report# 2953200-2009-01002) the physician elected to place a second device, which resolved the type I endoleak; however, there appeared to have a type iii endoleak in the stent graft. The cause of the type iii endoleak may be due to the interaction between the calcification and the inflation of the reliant balloon inflation. (MFR report#2953200-2009-01003) the physician implanted two additional aneurx cuffs and the endoleak was resolved. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval codes, results/conclusions: endoleak, moderate calcification.